Event description:
It was reported the patient experienced ¿intermittent shocks that went up her left side, seeming to originate from the implantable neurostimulator (ins) site.¿ it was noted the shocking episode occurred ¿a couple weeks¿ prior to report while the patient was ¿in a department store.¿ it was noted the patient also ¿had two occurrences of this¿ while reporting the incident. It was stated the patient was unable to adjust her stimulation. It was also noted the patient experienced a ¿call your doctor icon and 006 error.¿ upon replacing the batteries in the patient programmer, it was noted the 006 error code was ¿resolved¿ and the patient was ¿still getting the no telemetry screen.¿ the patient was scheduled for a follow-up appointment with their health care provider (hcp) for the day after initial report. Additional information stated the patient¿s previously reported scheduled hcp appointment was not for her device but for her medication. It was noted the patient informed her physician of her shocking/jolting sensation on the day of initial report and had been going to her hcp for four weeks prior to report. It was noted that at the time of report the patient ¿didn¿t have rate and pulse width enabled.¿ it was also noted the patient¿s programmer was ¿working as intended.¿ it was reported that when the patient turned her stimulation up to 6.2 volts the patient could ¿really feel it, but then it started fading away.¿ it was stated that patient ¿movement caused stimulation changes¿ and that ¿when she changed position that was when things faded away.¿ the patient stated ¿you know, like the vibrator, but calls the electrical shock therapy.¿ the exact meaning of this statement was unknown. It was noted that at the time of report the patient¿s device was turned on and set to program 1 at 3.2 volts. It was noted the patient said ¿ouch¿ during the report and reported she ¿had pain going through her left leg from the stimulation that was on her hip.¿ it was stated the patient ¿had pain¿ and that the ¿device was kicking in and had never been uncomfortable before.¿ it was further reported the patient ¿had been falling a lot on her right side¿ since (B)(6) 2013. The patient noted she ¿didn¿t know why¿ and added that she had been ¿hitting the floor.¿ it was further noted the patient¿s falls were ¿always on her right side.¿ the patient noted she kept her cane with all the time in case of falls. The patient reported that ¿a few months¿ prior to report while at her physician¿s office that she ¿fell and her neighbor caught her and she didn¿t hit the floor in front of them while at the front desk.¿ it was also reported the patient had been ¿getting zapped if she touched the sink.¿ it was stated the patient ¿did not understand why she was falling or getting zapped.¿ the patient reported she ¿thought maybe her ins had shifted because she had burning and stabbing sensation in the ins area.¿ the patient noted her father ¿thought it was the phone¿ that caused the patient¿s issues. It was noted the patient was scheduled to meet with her hcp on (B)(6) 2013. Further information has been requested. A supplemental report will be filed if additional information becomes available. This patient previously experienced a shocking sensation and a loss of therapeutic effect with this device. Please see MFR. Report # 3004209178-2013-03651 for more information.

Event description:
Additional information received reported, the patient had been reprogrammed and reeducated. It was reported there is/was no beeping. It was logged she was not using patient programmer correctly and she had been re educated and was understanding therapy better at the time of report.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was getting a beeping noise "from inside the body going off in her". It was noted that if her body was not beeping then her patient programmer was beeping and she had changed the batteries. It was logged that when the patient left the room by herself she could still have the beeping sound. It was reported that something was going wrong. It was noted that now and then she could hear the handheld monitor from in the kitchen. It was reported the patient started hearing the beeping from herself "(B)(6) 2013 and just recently." It was noted the beeping occurred every now and again. It was logged the patient "turned off the device timer higher" because "she was in so much torture" in both legs and would "rather not be here anymore if she needed to deal with this". It was reported the event or symptoms occurred following a fall. It was noted the patient "had it down to 1.2 v and used to have it higher at 3.2 v but had to decrease it down because it was not working at 1.3v". It was logged that "it seemed like it made her legs tingling all the way down her legs not tingling just did not know the word to use." It was logged that she kept raising it up until she could feel it again. It was noted that when the patient went to bed it was like being tortured and she could keep feeling it through her legs and did not know if she was supposed to keep feeling through her legs. It was reported that when she got this it was 50% on her legs, it did not work on her spine but it did work on her legs. It was noted that when the patient increased the stimulation it did not hurt, the patient could just "feel stronger, it did not help it, it made it worse." It was reported the patient might be pushing the wrong button. It was reported that when the patient started calling in (B)(6) 2013 they told her to turn it off and she was afraid to turn it off and took it down to 1.2v and did not think the health care provider understood what she was trying to tell him. It was reported she had to wear a pain patch over the device because it hurt so bad. It was reported the patient had probably been wearing the pain patch prescribed for the last three months prior to report. The proper patient programmer buttons for the patient to use were clarified, and the patient said she was told something different than what she was doing. It was logged the patient then stated that when it was not working she had severe pain on the left side of her head and stated there was something that was going on. It was noted that the patient could meet with a manufacturer representative the next (B)(6) 2014. It was noted the patient may just need adjustment since she was not getting 50% in her legs anymore. It was logged that the patient had an upcoming appointment with her health care provider on (B)(6) 2014 and needed a manufacturer representative to be present at that appointment. It was reported the patient's pain medicine did not cover that pain anymore. It was noted that the patient stated "her legs, she got up to help walking thinking maybe it would settle down and that did not work because then it was in both legs". It was reported the patient's "pain in continuous and getting worse". It was noted the patient was having falling spells that she thought was from the pill from another doctor and stopped taking that. It was noted the patient fell in between building, fell in store, fell in her apartment didn't know how many times, and at the time of report they were picking her up and it was like she could not explain it anymore. It was reported "the monitor was a rejoice to her because it worked 50% on her right leg" and at time of report it was "forget it patient was back in pain." It was reported the patient could not tell when that changed, but it had been a few months because her primary caregiver had her using a walker so she would not fall. It was noted that when the patient got it, it was better because it helped the legs but not the spine and things were better but at time of report it was not better. It was reported that "when the sharp pain goes that's it, it is all through her body". It was logged that "there was nothing she had tried everything". It was noted that the patient tried walking and it did not help but rather made it worse and she kept updating her health care provider.